Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 480 mg/dl. The customer treated with a manual injection. The customer had symptoms such as nausea. The customer stated that the no delivery alarm was recurring. The customer was advised to perform a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised to change the infusion set as soon as possible.